Manufacturer narrative:
The meter was received for investigation. The display segments failed in all areas. The circuit board was largely contaminated and the solders contacts corroded by the penetrating liquid. This also affected the conductive rubber contacts. The root cause was determined to be contamination and pollution of the contacts due to improper handling or maintenance. There was no malfunction of the device.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated there was an issue with the display of coaguchek xs meter and they were unable to see the results properly. The customer stated the results field appears as "3 backward 9s" with the top segment missing from each digit in the result field. A display check was performed and the segments in the time and date field were incomplete and there were missing segments in the results field. No adverse event occurred as they retested the patients with a different meter and provided treatment based on those results. The meter was not dropped or damaged and is kept in the carrying case on the nurse's cart. The meter housing was cleaned with some kind of bleach wipe, but strip guide area has not been cleaned. The meter was requested to be returned for further investigation. Replacement product was sent.